Manufacturer narrative:
During evaluation for the reported issue of ac light not showing, physio determined that the device power module assembly would not power the device. A new power module assembly was installed into the device. After completing unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report of "not showing ac light" and during further evaluation of an assembly, that device would not have powered on, so device would not have been able to deliver defibrillation therapy if needed. There was no report of patient involvement associated with this event.

Event description:
Physio-control received a report of "not showing ac light" and during further evaluation of an assembly, that device would not have powered on, so device would not have been able to deliver defibrillation therapy if needed. There was no report of patient involvement associated with this event.

Manufacturer narrative:
Physio-control further evaluated the power module. The root cause was determined to be shorted components on the eos portion of the power module.